Event description:
It was reported the patient underwent an unrelated surgical procedure on (B)(6) 2018. The patient¿s ipg was not put into service mode prior to the procedure. Since the procedure, the ipg will no longer communicate. The field representative met with the patient. The ipg was successfully recovered using external devices.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. Device problem already known, no evaluation necessary.